Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to continue filling the cartridge with the insulin syringe due to resistance. The syringe was reinserted into the septum of the cartridge resolving the issue. Blood glucose level was not impacted.